Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11sep2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The fse recommended that the customer replaced the flow sensor assembly. The customer later reported that the flow sensor had been replaced and the issue resolved. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the device failed air flow accuracy testing at 10 (yielding 12) and 120 (yielding 145) slpm. There was no patient involvement.